Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced pain at the lead site. A CT scan did not show specific issues with the system. The physician suspected the strain relief loops at the lead site had become superficial. Surgical intervention will be taken at a later date to address the issue.

Event description:
Device 1 of 2. Reference MFR. Report# 1627487-2015-20328. Further follow up identified the patient underwent surgical intervention on (B)(6) 2015, where the physician suspected the patient's pain could be attributed to the anchors. As a result, the anchors were explanted which resolved the issue of pain. The scs anchors are added as device 2. The patient received two anchors with the same lot number.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.